Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to unavailable sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the connection issue was due to the supply bag falling and disconnecting; however, the cause of the bag falling is undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse (rn) contacted global technical services requesting assistance to end therapy on the homechoice (hc) machine during a drain cycle. The rn stated that one of the bags fell and the spike came out. The rn further stated she was trying to end the therapy to setup with new supplies. The technical service representative (tsr) assisted the hp with ending therapy on the cycler. The rn confirmed to setup with new supplies. On 07 mar 2011, product surveillance spoke with a nurse who stated if further issue occurred, the reporting rn would have contacted baxter. The nurse stated with confidence that this was an isolated event and if an adverse event would have occurred or there was a problem with baxter product, the reporting nurse would have contacted baxter. Product surveillance provided phone number and email should additional information become available. No patient injury or medical intervention was reported.